Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer's device no longer had voice prompts. Without audible voice prompts, the device user would not be able to effectively use the device. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and initially verified the issue of no voice prompts. Once the device was opened for further inspection, the voice prompts started functioning again. Physio was unable to determine the cause of the no voice issue.